Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and could not get lens to seat properly in the eye. The lens was removed without any pt injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
No complaint against lens.